Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated with a 1.5x15mm non bsc balloon several times, followed by dilatation with a maverick 3.0x20mm balloon, leaving some residual stenosis. The physician then attempted to place a taxus liberte' 3.5x32mm drug eluting stent to a saphenous vein graft (svg) leading to the right coronary artery (rca), but was unable to cross the lesion. Upon removal of the stent delivery system (sds) with the guide catheter, resistance was met. Eventually the catheter was removed, but the stent dislodged in the iliac artery. The stent was snared with a gooseneck tool. The procedure was completed with another device. No patient injuries or complications were reported. Patient status post procedure is noted as ok.

Manufacturer narrative:
Initial examination of the returned device revealed that only the stent of the device was returned for analysis. Visual and microscopic examination of the returned stent revealed severe stent damage on one end of the stent. The struts on the other end of the stent were slightly misaligned. This type of damage is consistent with the device meeting some form of restriction. A review of the device history record found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.